Event description:
Daughter experienced fusarium keratitis while using renu with moistureloc multi-purpose solution (twin pack - one bottle opened). The patient was diagnosed with fusarium keratits in 1/2006. One month later, the patient was hospitalized for one week. She then returned to home after 1 month and was hospitalized again. She was subsequently referred to another hospital at home and was being treated on an out-patient basis. As of 6 weeks, the patient was being observed for her clouded cornea and was reportedly assessed as requiring a corneal transplant. It should be noted that the patient's contact lenses and solution have not been cultured. Furthermore, both the father and daughter used the same bottle of renu with moistureloc multi-purpose solution and the father did not have this experience.